Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site was not healing. It was also noted that spinal cord stimulation (scs) leads had high impedances. No further information has been obtained. Additional information was received that the patient underwent revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site was not healing. It was also noted that spinal cord stimulation (scs) leads had high impedances. No further information has been obtained.